Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that there was possible intermittent ventricular undersensing and possible falsely classified termination of ventricular arrhythmia. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in use. No patient complications have been reported as a result of this event.